Manufacturer narrative:
The customer returned 2 products both which were the incorrect size (7mm and 9mm). The returned samples were accompanied by a certificate of safe handling. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. G5 is unknown. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the 8.0 applicator is too large and cannot be obtained in the tube despite applying gel. It might have been mislabeled and is 9.0 tube. No patient injury was reported.